Event description:
Response received from customer on (B)(6) 2023. Today I was starting an IV on my patient. I pushed the "white" button on the angiocath to retract the needle. It moved a small distance and then stopped in the position you see in the below picture. I obviously did not mess with the angiocath to avoid a needlestick, but even when I dropped it in the IV pack, it did not dislodge the jam. I did include a picture of the wrapper for the lot number and information as this is a big potential for injury. I did then dispose of this in the sharps to avoid anyone inadvertently getting stuck.

Manufacturer narrative:
B5: event details updated with additional information from the customer. Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a used needle from an insyte autoguard device that was partially retracted in the grip and barrel. The safety mechanism had been activated and the vent plug was noted to be partially retracted into the barrel, but the needle tip remained extended from the grip. The reported issue was confirmed. Although the reported issue was confirmed, the photograph provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see manufacturer narrative below.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge the needle only partially retracted. There was no report of patient impact. The following information was provided by the initial reporter: needle didn't fully retract after hitting safety button